Event description:
The complaint is reported as: "the luer-lock connection (brown head) was falling off from catheter." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the extension lines. It was observed that the catheter body was intentionally severed below the 10cm mark. The severed portion of the catheter body was not returned for analysis. Additionally, the separated portion of the distal extension line (including luer hub) was not returned for analysis. Visual analysis revealed that the distal extension line had become separated. This caused the distal luer hub to completely detach from the extension line. Microscopic examination revealed that the separation was rough but uniform. It cannot be confirmed if a portion of the extension line is still molded within the distal luer hub as it was not returned for analysis. The catheter body length from the juncture hub to the point of separation measured 241mm which is below the specification limits of 310mm-330mm per the catheter graphic. This indicates that at least 69mm-89mm of the catheter body was separated and not returned for analysis. The distal extension line outer diameter measured 2.199mm which is within the specification limits of 2.130mm-2.210mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.422mm which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A lab inventory syringe filled with water was attached to the medial and proximal extension lines and flushed. No leaks or defects were observed as the water was observed exiting out of the distal end. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". A manual tug test confirmed that the medial and proximal luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was separated. This resulted in the luer hub to also separate. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the separated portion of the extension line (including luer hub) returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) was falling off from catheter." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.